Event description:
Pt was revised due to loosening and poly wear of the patella component.

Manufacturer narrative:
Examination was not possible as no product was returned. The initial report states that the dome separation from the pegs and was floating loose in the knee. The investigation could not determine the root cause. No evidence of product contribution was found. The need for corrective action was not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.